Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header confirmed correct dimensions. The device was then exposed to simulated heart load conditions, and the therapy was appropriate. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had multiple inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. There were over two-hundred shocks with some appropriate and some inappropriate. The device has reached end-of-life battery status. There are long charge time and charger time out messages from the device. The doctor successfully explanted and replaced the device with a new one. There were no additional adverse patient effects.

Event description:
It was reported that the patient had multiple inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. There were over two-hundred shocks with some appropriate and some inappropriate. The device has reached end-of-life battery status. There are long charge time and charger time out messages from the device. The doctor successfully explanted and replaced the device with a new one. There were no additional adverse patient effects.